Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while evaluating exams on this system, the 3d model did not appear at first. When the manufacturer representative attempted to bring the 3d model back the system's main cart monitor went blank and a cursor appeared. This was directly followed by the system producing an error 64. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0. H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A1102 was coded for the error 64. A0902 was coded for the main cart monitor going black. A11 was coded for the 3d model not appearing at first. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured a corefile and segfault in "qmlguiservice" on the date of the issue reported. The core was generated by `qmlguiservice' and the program terminated with signal sigsegv, segmentation fault in the library "libnvidia-glcore.so.430.40" during the function call "mre::details::default shader storage buffer object::~default shader storage buffer object" which was originally invoked from function "mnav headles rendering:headlessrendering:rendering" codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.